Event description:
Information received by medtronic indicated that the customer received the pump error, after restarting he got a another pump error. The customer also reported a blank display. The display did not return after the pump restart. Troubleshooting was successfully performed; however, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. On october 24, 2022, the customer alleged was for post-reset ram crc alarm, trace pointers are invalid, stuck button alarm, and blank display. Device received with an unresponsive keypad buttons. Unable to perform the displacement test, sleep current test, active current test, and self-test due to unresponsive keypad. Unable to download history files and traces using thump due to unresponsive keypad. No blank display noted during testing. Device was cut open to perform visual inspection and found moisture damage on the keypad trace assembly, electric board 1, force sensor, and motor. The j1 connector on pcba 1 was locked properly during visual inspection. Unable to verify stuck button alarm in the history and traces due to unresponsive keypad buttons. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay.unresponsive keypad was observed during analysis and confirmed due to moisture damage on the keypad assembly. Unable to download history files and traces due to unresponsive keypad. Unable to verify stuck button alarm in the history and traces due to unresponsive keypad buttons. Blank display not confirmed. Post-reset ram crc alarm and trace pointers are invalid were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.